Event description:
6/9/2000 pt admitted with acute abdominal pain. Post-op diagnosis: perforation of posterior wall. Procedure: laparotomy, repair of the posterior wall with surgeon b. Used was a ta 55 3.5. Pt has re-operation with surgeon a in 2000 for abdominal abcess. Post-op diagnosis: same. Procedure: abdominal exploration with liver biopsy. Competitive product used. Pt returned operating room with surgeon a in 2000 for abndominal drainage occurring. Post-op diagnosis: leakage at resection site. Procedure: exploratory laparotomy, oversew of leakage site and insertion of jb tube. Competitive product used. Pt returned to surgery with surgeon a in 2000 with infected abdominal incision. Postop diagnosis: small bowel infarct. Procedure: exploratory laparotomy. No stapling product used. Pt expired on 6/24/2000. The instruments will be disassembled for analysis, but no destructive testing will be conducted. The instruments will be reassembled after the analysis is complete. The instruments will then be returned intact to hosp. Please reference memo in file.